Event description:
It was reported that the product was heating up during a dental implant. Another set was available to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The service technician evaluated the device and could not duplicate the complaint.